Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to pull item. A technical support specialist (tss) ran diagnostics and observed that multiple attempts were initially required to open the pocket lid. After testing, the lid began opening normally without further issues. The condition was suspected to be caused by possible moisture buildup on the lid, and normal operation was restored. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system cubie pocket was not opening. The customer reported being unable to dispense oxycodone 5 mg tablets from bin 03 02 because the cubie pocket lid did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.